Event description:
On 01may2024, an online store reported a patient (pt) in china developed keratitis while wearing acuvue® 2® brand contact lenses (event date not provided) in both eyes (ou). The pt is an experienced cl wearer. No other information was provided. On 07may2024, the pt provided additional information. The pt reported wearing the cls "for a whole day without any issue ((B)(6) 2024) but couldn't open the eyes when woke up the next day." The pt reported yellow discharge, with the left eye (os) worse than the right eye (od). The pt sought medical attention, was diagnosed with keratitis, and was prescribed moxifloxacin hydrochloride eye drops one drop every 2 hours for ou. The medical report is not available. Ou are "healed now." No additional medical information was provided. No additional information is expected. This event was determined to be serious adverse event on 07may2023 when the pt provided antibiotic treatment with moxifloxacin hydrochloride every 2 hours. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l006204 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be performed. This report is for the pt's right eye (od) event. The report for the pt's left eye (os) event will be provided in a separate submission. If any further relevant information is received, a supplemental report will be filed, as appropriate.